Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage the touch screen test failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on transformer one (t1) of the inverter board. A known good inverter board was installed and the display became operational. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on t1 on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) caregiver contacted fresenius technical support to report that the screen was blank during an unknown phase/cycle of pd. The customer rebooted the cycler and again the ok and stop keys lit up but the screen remained blank. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on transformer 1 (t1) on the inverter board was identified.

Event description:
A peritoneal dialysis (pd) caregiver contacted fresenius technical support to report that the screen was blank during an unknown phase/cycle of pd. The customer rebooted the cycler and again the ok and stop keys lit up but the screen remained blank. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on transformer 1 (t1) on the inverter board was identified.

Manufacturer narrative:
Corrected information: e1, h10 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage the touch screen test failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2210 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on t1 on the inverter board. The cycler was refurbished following the evaluation.